Event description:
A report was received that the patient was experiencing pocket site discomfort and pain. The physician relocated the ipg and the patient was doing well post-operatively.

Event description:
A report was received that the patient was experiencing pocket site discomfort and pain. The physician relocated the ipg and the patient was doing well post-operatively.